Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver in "as received" condition passed all pressure test requirements, which included cardiac output, rap (right atrial pressure), aop (aortic pressure), pap (pulmonary arterial pressure) and lap (left atrial pressure) performance metrics associated with nominal normotensive and hypertensive settings. To further assess the driver, extended observation run testing was performed at normotensive settings with the beat rate set as received (132 bpm). The driver was visually inspected multiple times during the 48-hour observation run. At each time interval reviewed, the driver met all test acceptance criteria for cardiac output, rap, aop, pap and lap. No alarms or any other anomalies were observed. During investigation testing, the air flow sensor was determined to be malfunctioning. The air flow sensor is primarily responsible for measuring cardiac output, which is utilized as an input to the fill volume calculation; therefore a discrepancy in cardiac output measurement due to a malfunctioning air flow sensor would also be reflected as a discrepancy in the fill volume values displayed by the driver. This is a display issue only and does not affect the performance of the driver. There was no evidence of a device malfunction that would cause the patient to not feel well when supported by the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient did not feel well while supported by the freedom driver. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient did not feel well while supported by the freedom driver. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.